Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in electrical parts, and resulted in the loss off image. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication) error was confirmed due to the plug unit. In addition, due to a pinhole on channel tube, water tightness was lost. The switch button 1 had a scratch. The switch button 4 had a scratch. The switch button 2 had a scratch. The plug unit had a scratch. The switch button 2 was malfunctioning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite bronchovideoscope displayed a b30 (scope communication) error during reprocessing. The unspecified diagnostic procedure was completed using the subject device. There was no report of procedural delays or patient harm associated with this event.